Event description:
There were a number of difficult causes for revision; however, they conclude at the end that the failures were due to necrosis of peri-implant bone and soft tissue from massive metallosis. Reason for revision: periprosthetic fracture and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.